Event description:
Consumer reports an unknown number of "unreported" deaths related to suspect device. Approx 211,000 devices have been implanted and some of these devices have been inadvertently implanted without removal of the cotton packing material. Deaths are due to cotton fibers which have embolized to primary vessels. Caller states he has a letter from a vice president of the MFR which confirms a number of deaths.